Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation of the pulse generator, the telemetry wand was disconnected. Upon re-interrogation, the device exhibited diagnostics anomaly. The device was reloaded and the settings were reverted. The patient did not experience any adverse consequence.